Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that physician evaluated site and did not believe it looked infected. Rep spoke with the patient and stated that sometimes it still burns and sometimes it does not. The information has been confirmed by physician/ account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery site burned and was tender to the touch. The patient had an appointment with their implanting physician on (B)(6) 2018 for battery site evaluation. The issue had not been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.